Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a minimum fill notification after filling the cartridge with 300 units of insulin. Customer loaded a new cartridge to resolve the issue. The customer's blood glucose level was 255 mg/dl.